Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. The following info has been requested. No further details has been provided to date. If the info becomes available, a supplemental medwatch will be sent to reflect the new details.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke on removal. There was no adverse consequence to the pt. The device was discarded.